Event description:
Info received that the casters were "ratcheting", brakes would hold, caster would swivel/ratchet. No injury reported.

Manufacturer narrative:
Tech found that the casters would swivel/ratchet in brake mode. Replaced all four casters due to wear to resolve this issue.